Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up high v. Rate episode was noted. Lead fracture was suspected. Provocation test was negative. Patient will be monitored.